Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (4 mg/ml at 1.6021 mg/day) and morphine (20 mg/ml at 8.010 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome - other and non-malignant pain. On (B)(6) 2016 it was reported that the patient complained of increased leg pain when his pump was filled a week ago. At that time, the patient told the physician that it had increased in the last 3 weeks. An MRI was done today ((B)(6) 2016) and did confirm a granuloma at t8. The patient was referred to a neurosurgeon for a catheter revision and placing another catheter below the granuloma. The cause of the granuloma was unknown. The increased leg pain and granuloma were not resolved as of (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis of the catheter found no significant anomaly. Coring-tears-cuts in the seal of the sc (sutureless) connector was found but there were no leaks seen in the lab and no leak allegations.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). It was reported the catheter was ligated and cut at the back incision and left. The remainder that was attached to the pump was pulled from the pocket site. A new catheter was then placed. A new pump was placed as well due to upcoming elective replacement indicator (eri) and the patient's co-morbidities. The morphine dose was decreased to 1mg/day following the replacement procedure. Further information was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient reported to the hcp on 2017-feb-13 that on (B)(6) 2017, the patient pulled a piece of catheter through his back incision. There were no environmental, external, or patient factors that led to or contributed to the event. A CT scan was done to verify that the catheter was connected to the pump. X-rays were also performed. The CT scan came back and verified that the catheter was in the correct position and attached to the pump. There were no interventions or actions taken. It was unknown if the issue was resolved and the patient status was alive with no injury. Surgical intervention did not occur and surgical intervention was not planned. It was stated that the catheter was partially explanted on (B)(6) 2017. (B)(4): additional information was received from a healthcare provider (hcp) on 2017-feb-14. The date of the onset of the event was (B)(6) 2017. The patient removed the catheter. The catheter being pulled through the back incision had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.